Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155845.

Event description:
It was reported that the patient's atrial lead exhibited noise, and out of range pacing impedance. Insulation damage was alleged. No intervention was performed. There were no patient consequences.